Event description:
The initial reporter complained of discrepant high results for 3 patient samples tested for elecsys ft3 iii (ft3 iii) on a cobas e801 module. Patient 1 initial result was 50 pmol/l with a data flag. The repeat result was 4.76 pmol/l. Patient 2 initial result was 50 pmol/l with a data flag. The repeat result was 4.37 pmol/l. Patient 3 initial result was 50 pmol/l with a data flag. The repeat result was 4.37 pmol/l. The initial results were reported outside of the laboratory where the doctor stated the results did not correspond to the clinical picture for each patient. The repeat results were believed to be correct. The ft3 iii reagent lot number was 551720. The expiration date was not provided.

Manufacturer narrative:
The field service engineer (fse) did not identify any instrument issues; the instrument check was within specification. Sample pipetting alarms were observed on the alarm trace data. It was noted that liquid flow cleaning was due to be performed. The customer initially had issues with qc results; after rerunning, the results were acceptable. The cause of the event could not be determined. The investigation determined the event was consistent with a reagent handling issue (foam on the reagent) at the customer site. The investigation did not identify a product problem.